Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were non responsive. The customer blood glucose level was unknown. The customer also reported that the insulin pump rejected new batteries, hairline crack on the screen, diminished battery life and grinding during rewind process. The device will not be returned for analysis.